Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal. Failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt#1: female pt implanted with a nail and screw date unk has a non-union. Pt was returned to the operating room on an unk date and was revised to a plate and screw construct. It can not be verified if the product is synthes product. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.